Manufacturer narrative:
Olympus f/u with the user facility to gather add'l info regarding this report. The user facility reported that during the procedure, snare was placed at the base of a polyp, but then became unresponsive, and could not be released. The device was cut with a wire cutter and retracted intact from the pt. There were no device fragments that fell into the pt. The device referenced in this report was not returned to olympus for eval, and its current whereabouts is unk. The cause of the reported phenomenon could not be conclusively determined. An olympus sales rep has been dispatched to the facility to review appropriate use of the device. If relevant and significant info become available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the subject device became lodged at the base of a polyp, and could not be released. An unspecified wire cutter was utilized to cut the device and the device was released, however the procedure was not completed and the pt had to return on another day to have the polyp removed. There was no pt harm reported.